Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 419688 lead, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was noted to have been oversensing on a past episode. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow up with the physician's office that no intervention was done.